Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because not enough info was provided traceable to the mfg documentation. Root cause: no root cause could be identified by the investigation. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. Add'l info was requested on 07/01/2011 and 07/19/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).